Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Event description:
It was reported that the patient called to report the implantable loop recorder (ilr) is not getting any readings and it is not working properly. The ilr was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.